Manufacturer narrative:
The calcium gen.2 reagent lot number is 920240. The expiration date was not provided. The glucose reagent lot number and expiration date were not provided. The field service engineer (fse) inspected the analyzer and replaced a damaged tube in the vacuum vessel. He also cleaned the sample probe. The investigation determined that the damaged tube in the vacuum vessel caused the event. The investigation determined that the service actions resolved the issue.

Event description:
The initial reporter received questionable calcium gen.2, glucose, and other assay results for several patient samples tested on the cobas c 303 analytical unit. Two examples of discrepant results were provided: calcium. The initial result is 5.69 mg/dl. The repeat result is 8.20 mg/dl. Glucose. The initial result is <2.12 mmol/l. The repeat result is 4.0 mmol/l.